Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed two fast fix 360 devices were returned together in a single non-original packaging. Device one, the t1 was cut from the suture and not returned. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. Bio debris is present. Device two the t1, t2, and suture were not returned. The actuator is in the pre-t2 position. The push assembly is bent inside the gray slider. Bio debris is present. A functional evaluation of device one showed the actuator is stiff during actuation to deploy the t2. It requires forceful manipulation to return it to the next pre-deployment position. Device two's actuator will only advance to the middle of the needle and cannot move any further. Insufficient product identification information was provided and thus a manufacturing record review and complaint history review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that during a procedure, the t2 of two (2) fast fix 360 did not deploy. T1 of both devices were retrieved. It is unknown if there was a back-up device available or if there was a surgical delay. No further complications were reported.